Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing an ipsilateral approach. The stenosed target lesion was located in the right superficial femoral artery. After a guidewire crossed the lesion, a 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was replaced with a 6-4 non-bsc balloon catheter and the procedure was completed after a non-bsc stent was placed. There were no patient complications nor injuries reported.